Manufacturer narrative:
Medwatch 3500a rec'd from user facility. Conclusion: based on the available info, no conclusion can be made.

Event description:
Allegedly tibial insert has disassociated. Revision surgery performed.